Event description:
It was reported by the patient that within the last two months he has experienced reduced sensitivity with his inflatable penile prosthesis. Patient services has suggested that he consult with his doctor regarding this matter. No further complications were reported.